Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed a crack in the female luer adaptor. No patient impact reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k220212. H.6. Investigation summary: material #: 367336 lot/batch #: 3095753 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked luer was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked luer was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked luer. Bd was not able to identify a root cause for the indicated failure mode.